Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to the procedure, upon interrogation of the pulse generator, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.